Manufacturer narrative:
The unique device identifier for this device is (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rubber septum of an interlink injection site was recessed, leading to a leak. This occurred during infusion of saline solution and midazolam. The reporter stated that the patient lost a ¿scant amount¿ of blood due to the leak. Prior to the event, the device had been swabbed with an alcohol pad and accessed with an unspecified blunt cannula. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, one hundred fifty-three (153) companion samples were received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed on all samples with the naked eye and no visual defect was found. Slit centering test was performed on all returned samples and no visual defect was found. The reported condition was not verified. The sample met specification for the reported issue. Should additional relevant information become available, a supplemental report will be submitted.